Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a return of symptoms. The first two days they were getting good therapeutic relief, and they stated that symptoms started two days following implant. The patient stated that now her symptoms are worse than prior to the implant and they have lost control and yesterday was real bad. Patient stated that all last night their urine just kept coming. Patient reported that stim is on and set at 1.9v. The patient does not feel stimulation in the correct area. Patient increased stim to 2.5v and said they felt stimulation in their right leg. Patient stated that they had been feeling stimulation in their right leg since date of implant. Patient confirmed that stimulation was comfortable. Patient services tried to clarify if patient was feeling stimulation in the bike seat area and patient could not confirm. Patient stated that there were not recent trauma or falls. Patient services reviewed therapy expectations. Patient was redirected to follow up with their hcp if symptoms do not resolve. No further device issue alleged / identified. No further patient symptoms or complications were reported.